Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown 5.0mm locking screws. Implant date reported as; (B)(6) 2012. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred due to the patient experiencing pain. The patient was originally treated for a left tibial fracture with an intramedullary nail on an unknown day in (B)(6) of 2012. The patient then presented with pain on an unknown date and the surgeon decided to explant the patient¿s hardware. The surgeon successfully explanted the intramedullary nail, 2 unknown 5.0 mm locking screws and an unknown 0mm end cap. No fragments were reported. It was reported that there was no sign of infection and the fracture had healed. No product problem was reported. The devices were all explanted successfully and discarded. No delay in surgery was reported. This report is for 2 of 3 complaint (B)(4). This report is for two unknown 5.0mm locking screws.